Event description:
It was reported that the artificial urinary sphincter (aus) had device performance issues. The double cuff system was not closing. The physician tried inflating the device, but no troubleshooting resolved the issue. The tandem cuff system was explanted and replaced. The patient is expected to fully recover.